Event description:
The patient's coughing and cancer were first noted (B)(6) 2012. Their breast cancer is not believed to be related in anyway to their vns. Their device has been programmed off for patient comfort at this time. The patient did not have a medical history of this prior to vns implant.

Event description:
A staff member at a hospital reported to our country representative in (B)(6) that they had a patient who has been having a coughing fit everyday at 10.00 has not been followed up for years and has been lost in the system. No diagnostics were located for the patient. Family has requested to have this patient's device disabled as the patient has end stage breast cancer and has weeks to live so wishes to be comfortable. The relationship of the patient's cancer to their vns is not known at this time. The coughing is likely related to a 24hr rollover of the generator and the patient is able to perceive that stimulation. The model generator that the patient is implanted with does have a recurring 'rollover' pulse burst at approximately 24-hr intervals. This is an expected event as the pulse (burst) is always initiated and delivered at the daily rollover of the systems 24-hour clock. As the point at which the rollover pulse (burst) occurs is dependant on the duty cycle, the patient may notice a shorter off time when this rollover occurs, but the settings remain the same. The event is a result of an inactive design feature of the generator. Some patent's notice this event some do not.

Manufacturer narrative:
(B)(4).